Event description:
I had zoom whitening treatment. The portable zoom machine was moved from one room to another, as was I. The portable machine was tangled in the bottom of a rolling dental office chair. I read the consent and risks. The technician, not the dentist, performed the 3 zoom sessions, 15 mins each. The dentist was never present. The technician left the room after turning lights out. Another staff came in to sit with me, and when she sat in the chair, the zoom machine pressed down harder into my mouth. Felt like 3-4 lbs weighing on my mouth. The second zoom, I asked the tech to untangle. I did not notice any weight with the second zoom, but every time the technician moved, the machine also moved. It was not anchored or stable. The last 15 minute zoom, the tech placed the zoom machine and it was very heavy. I said no no no this is too heavy on my face she adjusted the machine and it was lighter but still felt like 1.5-2 lbs on my mouth. All of this made me anxious and I could have been badly injured. I was uncomfortable. I spoke to the dentist afterward and she just apologized and brushed me off. I hope that no patient is ever injured by this machine. I am urging all my friends and family to not put themselves at risk because this machine is a nightmare of possibility if it is not anchored and used correctly. The FDA should require training and require that the machine be anchored. It moves too much and that affects the weight of the machine on your face. My gums are swollen. Ironically, I did not experience much discomfort from the device in my mouth, but the zoom lightening equipment was terrifying. FDA safety report ID # (B)(4).